Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received inside a carrier tube (hoop) within an emerge shelf box that matched the information on the device. There was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the distal edge of the proximal markerband to the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via femoral artery. The severely calcified and stenosed target lesion was located in the moderately tortuous mid of left anterior descending artery. A 15mm x 2.25mm emerge balloon catheter was used. After the rotational coronary atherectomy procedure, the device was inflated. Upon first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via femoral artery. The severely calcified and stenosed target lesion was located in the moderately tortuous mid of left anterior descending artery. A 15mm x 2.25mm emerge balloon catheter was used. After the rotational coronary atherectomy procedure, the device was inflated. Upon first inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).